Manufacturer narrative:
Initial reporter state: unknown. (B)(6) has been used as that is where bd corporate headquarters is located. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an unspecified push button wingset had difficulty activating the safety. This lead to difficulty using the product and blood splatter. No injury or medical intervention.